Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx 6mm6cm155 percutaneous transluminal angioplasty (pta) dilation catheter ruptured when inflated at 14atm. The device was replaced with a non-cordis same size balloon catheter, and a non-cordis stent was implanted to complete the procedure. No injury was reported to the patient. The procedure was an arterial limb ischemia intervention and the lesion was from the superficial femoral artery to the back-knee with a thrombotic obstruction. An unknown wire crossed the lesion with non-cordis guiding sheath. A thermal vacuum test (tvac) was used to aspirate the thrombus of the popliteal proximal occlusion of the superficial femoral artery. After that, the saber pta was inflated at the popliteal, removed once and was inserted and inflated again to 14atm and ruptured. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU. The product was stored properly according to the IFU. There was no difficulty removing the product from the hoop or protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device prepped normally and maintained negative pressure. The target vessel had no tortuosity, almost no calcification and had 100% stenosis. A 20/30 non-cordis inflation device was used, and the same indeflator was used successfully with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The product was removed intact from the patient. The device will not be returned for evaluation as it was previously discarded.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h6 and h10 as reported, a saber rx 6mm6cm155 percutaneous transluminal angioplasty (pta) dilation catheter ruptured when inflated at 14atm. The device was replaced with a non-cordis same size balloon catheter, and a non-cordis stent was implanted to complete the procedure. No injury was reported to the patient. The procedure was an arterial limb ischemia intervention, and the lesion was from the superficial femoral artery to the back-knee with a thrombotic obstruction. An unknown wire crossed the lesion with non-cordis guiding sheath. A thermal vacuum test (tvac) was used to aspirate the thrombus of the popliteal proximal occlusion of the superficial femoral artery. After that, the saber pta was inflated at the popliteal, removed once and was inserted and inflated again to 14atm and ruptured. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU. The product was stored properly according to the IFU. There was no difficulty removing the product from the hoop or protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device prepped normally and maintained negative pressure. The target vessel had no tortuosity, almost no calcification and had 100% stenosis. A 20/30 non-cordis inflation device was used, and the same indeflator was used successfully with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The product was removed intact from the patient. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82216447 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors and vessel characteristics of 100% stenosis likely contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.